Event description:
During a coronary drug eluting stenting treatment procedure, balloon removal difficulties from the stent were encountered. In 2005 the target lesion was located in the mildly tortuos ramus interventricularis anterior artery (riva). The mildly calcified, 90% stenotic lesion was predilated with an unknown size maverick balloon. A taxus express2 2.5 x 20 mm drug eluting stent was then fully inflated to 14 atms. There were no problems deflating the balloon. Following stent placement it was found the stent was sticking to the balloon. The stent delivery system was removed by inflating and deflating the balloon twice, then pushed slightly forward, turned and pulled back with considerable force. The procedure was successfully finished, and there were no reported patient complications.